Manufacturer narrative:
Initial

Event description:
It was reported that the user¿s continuous glucose monitor displayed a sudden drop to 53 mg/dl that was not confirmed by a fingerstick and showed characteristics consistent with a compression-related false low; glucose had been 159 mg/dl before the drop and then rose steadily, and the user ingested orange juice with a subsequent rapid increase while continuing to use the ilet¿s corrective algorithm without meal announcements. Symptoms included hypoglycemia as indicated by the cgm reading. Outcomes included no health consequences or impact. Investigation included review of device-reported glucose logs and event characteristics, with education provided to manually verify similar future readings before treating. Investigation of this case revealed a suspected pressure-induced sensor artifact rather than a device malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.